Event description:
It was reported to distributor, by dealer (B) (4) from their customer - facility (B) (4). Per dealer there was a near miss incident where lift cradle became detached from scale, when the cradle came off, it landed on the resident along the bottom of her sternum. No injury noted at the time of the incident. Bhm scale/cradle recall number is as follows: z-1135-2008. This is being reported under malfunction, which would have resulted is serious injury or death as defined in 21 cfr part 803.3 /803.5. Approx 1.5 years ago, the manufacturer (bmh) issued a rework / recall # z-1135-2008 to prevent detachment of the cradle from the scale. This sounds like the dealer either did not contact their customer to get the rework scheduled and corrected for them. Distributor joerns healthcare inc issued return (B) (4) for scale and cradle in question and sent facility a new scale and cradle. In addition the manufacturer of the scale/cradle has been notified.